Event description:
Same MFR report as: 3005188751-2012-00240, 00241, 00242, 00243, 00244. It was reported during an ablation procedure, a pericardial effusion occurred. The physician performed one transseptal puncture with a sl1 sjm sheath, the guidewire was placed and a sjm decapolar reflexion spiral catheter was advanced into the left atrium. The physician lost access to the left atrium with the sl1 introducer so replaced it with the sjm agilis sheath. The physician reused the sl1 sheath and performed a second transseptal puncture. The physician gained access with the guide wire to the left atrium. He then observed the pt's blood pressure dropping slightly. Throughout the procedure, anesthesia had been monitoring changes in blood pressure and treating pharmacologically which made the timing of the perforation unk. All sheaths were pulled back across to the right atrium and the procedure was stopped. The physician monitored the pt's pressure and used the ultrasound and intracardiac echo to monitor the effusion's progress. A pericardiocentesis was performed and the pt was in stable condition.

Manufacturer narrative:
Methods: we are unable to evaluate the product involved in this incident since no components of the device were returned for analysis. The device was not returned for eval and review of the device history record was not possible, as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.